Manufacturer narrative:
(B)(4). No malfunction of the mr device or coil used was observed that contributed to the injury. The injury on the arm with necrosis of the skin is caused by the used truwave monitoring cable from the manufacturer edwards liftesciences. The position of the burned monitoring cable matched with the location of the injury of the patient. This cable is not intended for use in side the bore of the mr system and should not be in contact with the patient during the mr procedure.

Event description:
Philips rec'd a report from a customer that a patient was scanned with the sense spine coil and sense nv coil on an achieva 1.5t mr system. A truwave a-line 3 cc/60in px260 monitoring cable was used and connected to an in vivo precision mr compact physiologic monitor. This truwave monitoring cable was taped to the humerus and melted during the mr examination. A burn with necrosis of the skin was observed on the right arm with a size of 2 inch by 1/2 inch at the location of the a-line monitoring cable.